Event description:
It was reported by the affiliate that during an unknown procedure, there was a steady tone with the hand piece. Another instrument was used to complete the case with no patient consequence.